Manufacturer narrative:
(B)(4). Date sent: 01/05/2023. Only event year known: 2022. Batch # 892a60. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the ntlc75 device was received with no apparent damage and with a reload loaded on the device. The reload was received with the proximal 22 drivers up and with the swing tab in the locked position. During the functional test it was noted that the device did not complete its full firing sequence. The cartridge pan was removed in order to verify the condition of the internal components and 1 single driver at the proximal end was found out of position marking the reload nonfunctional, the one leg from the wedge knife assembly and the pocket near of the loose driver were noted to be damaged. This possible prevented the device from completing the firing stroke. In addition, the device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. A probable cause for the damage to the knife assembly is due to complete the losing stroke with too much tissue or thickened tissue. Attempting to force the locking lever to complete the losing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. In addition, instrument damage or failure may result. Please reference the IFU for proper cartridge loading. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 892a60, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the stapler jammed and would not fire. The stapler jammed while it was on tissue. The surgeon was able to release it and requested a new stapler and cartridge. There were no patient consequences or change in the post-op care.